Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken at this time.

Event description:
A report was receive that the patient was experiencing burning at the ipg site.

Event description:
A report was receive that the patient was experiencing burning at the ipg site.